Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. The patient received the device on (B)(6) 2025. Reportedly the appliance first broke on (B)(6) 2026, and the patient presented with the issue on (B)(6) 2026. No injury was reported. The patient has excellent oral hygiene.